Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of the of the event could not be determined as the initial problem with the function keys could not be reproduced. The root cause of the technical fault tf 9950 was a defective ip esm board. The replacement of the ip esm board solved the problem with tf 9950. There was no patient or user harm reported.

Event description:
Hi bernard, a user informed there are a key pad problem as shown in the attached video. When user want to go to standby mode by pressing "standby"hard key. The machine failure to go to standby mode although they pressed the key several times. It was surprising that when they press the "o2 enrichment key" , the g5 go to the standby mode immediately. I had checked the g5 today and found no such phenomenon happened. Please suggest me what is the possible cause of it? Any parts need to be replaced? Best regards rocky service engineer legendmaster